Event description:
Cs33 dlu was attached to flexshaft and pc displayed, "replace flexshaft" message. (Flexshaft was not replaced), it was removed and reattached to pc. Cs33 dlu was opened and procedure proceeded. Firing of dlu was completed, however anastomosis was not formed. Front part of anastomosis was open; tissue was not cut at all; and staples were not formed. Surgeon resected the tissue, removed the dlu, and completed procedure with a competitive device.